Event description:
Drill bit broke in two equal pieces. Left anterior/lateral orbitotomy with removal of bone for decompression. While using the midas rex drill bit to remove the lateral orbital wall, the bit broke in two equal pieces. Both pieces were recovered from the operative site.